Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of incident is unknown. The date entered is based on the customer's report of "sometime from december 27th to december 31st." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor error message was reported with the adc freestyle libre 2 sensor. As a result, the customer was unable to monitor glucose, experienced symptoms of vomiting, thirst, and was unable to self-treat. The customer had contact with a healthcare provider who diagnosed her with diabetic ketoacidosis and the customer was treated in the intensive therapy unit with insulin drip and painkiller. There was no report of death or permanent injury associated with this event.